Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and the caller successfully completed the reset, resolving the issue without the error code reappearing.